Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator was not switching on. The power supply was not working. It was reported that the device was not being used on a patient at the time of the event occurred.

Manufacturer narrative:
Initial report incorrectly indicated investigation was not yet completed. No further reporting unless further information obtained.